Event description:
The device was returned to the service center with a report from the customer contact of "broken door pin". No additional information was provided. However, during verification testing at the service center, the device door roller pin was found intact but the distal pressure sensor pin was found broken.

Manufacturer narrative:
The device mechanism was returned and evaluated. Testing and investigation found that the device door roller pin was intact and the distal pressure sensor pin was broken. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.